Manufacturer narrative:
Patient identifier (B)(6). Device evaluated by manufacturer: p elite ous mr 24 x 3.50mm stent delivery system (sds), was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found stent damage. Stent struts on the distal end were pulled distally. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement specification 0.055. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube shaft found no issues. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 24jan2022 it was reported the device could not cross the lesion. A promus elite 24 x 3.50mm was selected for treatment for a lesion located in the proximal left anterior descending artery. The lesion was moderately calcified and concentric in nature. A guide catheter was advanced and engaged within the lesion. The lesion was then pre dilated with a 2.0 mm and 2.50mm balloon. The promus elite 24 x 3.50mm was advanced but could not cross the lesion. The promus elite 24 x 3.50mm was withdrawal and the procedure was abandoned. The patient was stable and no complications resulted from this event. However device analysis revealed stent damage.

Manufacturer narrative:
Patient identifier (B)(6). Device evaluated by manufacturer: p elite ous mr 24 x 3.50mm stent delivery system (sds), was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found stent damage. Stent struts on the distal end were pulled distally. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement specification 0.055. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube shaft found no issues. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 24jan2022 it was reported the device could not cross the lesion. A promus elite 24 x 3.50mm was selected for treatment for a lesion located in the proximal left anterior descending artery. The lesion was moderately calcified and concentric in nature. A guide catheter was advanced and engaged within the lesion. The lesion was then pre dilated with a 2.0 mm and 2.50mm balloon. The promus elite 24 x 3.50mm was advanced but could not cross the lesion. The promus elite 24 x 3.50mm was withdrawal and the procedure was abandoned. The patient was stable and no complications resulted from this event. However device analysis revealed stent damage.